Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the log file revealed that at 6:45am the driveline was briefly disconnected and the recorded speed decreased to 0 rpm. This was due to the patient switching their primary controller to the backup controller. However, the driveline did not go all the way into the backup controller so the cover would not slide over the red button on the controller. The data contained in the next entries of the log file suggested that the driveline was reconnected. The controller was connected to a mobile power unit (approximately 16 seconds later) and the system initiated operation at the set speed. The system continued to operate at the set speed and the patient remained asymptomatic.

Event description:
Related MFR. Report # 2916596-2021-02877

Manufacturer narrative:
Section g3 correction: previous reported g3 should have been may 13, 2021. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a pump stop event that appeared consistent with the report that the driveline was disconnected. It was reported that the cause of the disconnection was to change to their backup controller, but the patient had difficulty inserting the driveline into the backup controller. The reported difficulty reconnecting the driveline could not be confirmed through this evaluation, as no product was returned for evaluation. The submitted controller event log file contained data spanning from (B)(6) 2020 18:09:16 through (B)(6) 2020 13:51:21, per the timestamp. Intentional pump-stop events consistent with a driveline disconnect were captured on (B)(6) 2020 at 06:45:11, and the pump recorded speed at 0 rpm until 06:45:25. No other atypical events were captured. The pump appeared to function as intended and operated at the set speed for the remainder of the log file. The controller periodic and lvad event and periodic log files captured the pump operating as intended. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 of this IFU outlines the steps for attaching the modular cable to the system controller and cautions that if the controller safety lock cannot fully close to cover the red button, the connector is not fully connected. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for modular cable lot #6486813 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.